Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
2 pen needles affected by event.

Event description:
When did it occur? : during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : yes. If they were used, was something attached to them? : blood. Returned quantity: 1. Details of the event (timeline, history, etc.): 320559) the back or the tip of two needles were broken. Moreover, we only received a complaint from the patient that the needles are broken sometimes, and we are currently confirming whether it was the tip or the back of them. *location